Manufacturer narrative:
Device evaluation: the distal tip was flared. The stent was not present on the balloon and was not returned . The balloon folds on the delivery system appeared open indicating that the balloon was previously inflated, there was evidence of contrast in its inner lumen. There were crimp impressions evident along the balloon working length. Image review review of the cine images confirms the complex nature of the procedure with the critical lesion visible in the left main. The images capture multiple pre-dilations; however there are no images showing the attempted delivery and subsequent withdrawal of the resolute integrity device. The images capture the successful ballooning of the lm-lad; the lm-lc and the deployment of a stent in the ostium of the lcx. The dislodged stent is visible in the left femoral artery and is successfully retrieved with a snare device. (B)(4).

Event description:
The physician intended to use a resolute integrity drug-eluting stent during a very complex pci to critical lm lesion. The device was intended to be placed in the ostial lcx. The lesion had been pre-dilated. It is reported that resistance was encountered when crossing the lm. The stent was withdrawn to complete further balloon dilatation. During inspection prior to re-insertion it was noted that the stent was no longer on the balloon. The pci continued successfully and then fluoroscopy mapping of the patient took place. The dislodged stent was located in the left femoral artery and retrieved successfully with a snare. No further patient complication occurred.